Event description:
It was reported when using the pyxis medstation es system, main drawer encountered a failure as a result all medicine in this drawer were inaccessible. The customer reported that the malfunction in the drawer caused delay in the medication being dispensed to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cables on controller board were not properly positioned. The field service engineer reconnected all cables on the controller board and the pyxibus board, then verified the station restart, allowing the customer to access the drawer successfully. The system functioned as intended after the field service engineer troubleshot the device.